Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported a tampon unraveled and the tampon fell apart upon removal leaving pieces inside. She noticed discharge and did a vaginal water flush and more tampon pieces came out. She experienced irritation and rash.